Event description:
The customer reported that the t:slim x2 pump battery would not charge, and there was a power source alert in the pump history. Initial troubleshooting included cts advising the customer to plug the wall adapter into a known working outlet for at least 30 minutes, which initially did not resolve the issue. No adverse impact to the customer's blood glucose level was reported. The customer switched to using a non-tandem wall adapter, which successfully resolved the issue, and the pump began charging. The customer was informed by cts that non-tandem adapters should only be used for troubleshooting and a replacement tandem wall adapter was sent via two-day shipping. The pump did not shut down or become unusable during this process, and no further assistance was required.